Manufacturer narrative:
Device eval by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. A lotus edge valve was successfully implanted in an acceptable position. No issues were noted during a review of the media. The complaint event of arrythmia could not be confirmed by a review of the provided media.

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given and the subject was not on prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel prior to procedure. A lotus introducer sheath was placed and then a 27 mm lotus edge valve system was implanted successful. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. The same day of the index procedure, post transaortic valve replacement, the subject developed left bundle branch block. No diagnostic test was performed, and no action was taken to treat the event. At the time of reporting, the event was considered not recovered. The following day, the subject was discharged on aspirin and clopidogrel.